Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on (B)(6) 2016, omsc confirmed that the ptfe pad of the device was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially peeled when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section. An error occurred when the user output the device in seal & cut mode or in seal mode with the probe contacting the non-insulated part of the grasping section, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a preparation for use, a probe error occurred. The procedure was completed with a similar device. There was no patient injury reported. (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was worn and partially peeled.